Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device has self rebooted a number of times since they received it last month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: during evaluation, a review of the pump history showed a single pump reboot following a loss of prime and an empty cartridge alarm. The black box data for the date of the complaint was overwritten due to continued use. The history showed one replace battery alarm recorded. The rewind, load, and prime steps were performed with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. A test battery cap was able to fully tighten until no yellow o-ring was visible. The threads on both the battery compartment and cap were intact. There was no corrosion or cracks observed on the battery compartment or battery cap. The battery cap height and width were within specifications. The pump was opened and no defects were found on the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.